Manufacturer narrative:
(B)(4). Investigation summary: a device history review was completed for material number 302830 and lot number 0059607. The review did not reveal any detected quality issues during the production process that could have contributed to this report defect. To aid in the investigation, three photo samples and one physical sample was received for evaluation by our quality team. The three photos provided show the sample received and one photo showed the plunger rod-rubber stopper removed from the syringe and exposed to the environment. The physical sample received came in a (B)(6) plastic bag, had a needle assembly with a clear plastic shield connected and the barrel wall was wet with solution in the syringe. The physical sample was visually inspected with 30x microscope and lab tested for foreign matter identification. A thin white foreign matter was observed embedded in the barrel wall. It is possible that embedded resin can occur at the start up of the syringe molding process. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: the sample has been used. The sample was sent to a laboratory for foreign matter identification. The conclusion from the laboratory analysis is that it is embedded in barrel wall. Degraded resin can be embedded in the barrel wall. The embedded degraded resin in the barrel can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the hot-runner system of the tooling mold and press. The degraded resin can break loose and be molded into components. Rationale: based on the investigation and with the analysis of the sample the symptom reported by the customer is confirmed; this lot was produced for (B)(4) units this is a cpm of 3.9. We will continue monitoring the complaints of this lot and this symptom.

Event description:
It was reported that bd 20ml syringe luer-lok¿ tip had foreign matter. This was discovered before use. The following information was provided by the initial reporter: foreign matter.